Manufacturer narrative:
The field service engineer found a damaged measuring cell. The measuring cell was replaced. The customer ran calibration and controls. There were no alarms on calibrations performed on (B)(6) 2021 and (B)(6) 2021. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue. Medwatch UDI number: (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys pth stat immunoassay on a cobas e 411 immunoassay analyzer. The reporter stated that the issue occurs when the pth reagent pack has 25 or less tests remaining. The patient sample initially resulted in a pth value of 40.6 pg/ml and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 79.8 pg/ml. The repeat value was believed to be correct and a corrected report was issued. The pth reagent lot number and expiration date were requested, but not provided.